Event description:
It was reported that crosstalk was observed on the atrial channel due to pulse testing, resulting in inappropriate mode switches. The device was reprogrammed. The patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.